Manufacturer narrative:
H10: two actual samples were received for evaluation with the original cap on the dark blue connector and the white camp was in closed position. A visual inspection was performed with no issues noted. Functional testing including leak, clear passage, clamp function, and torque engagement testing was performed with no issues noted. The reported condition was not verified for both samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The devices were received and are currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of two (2) minicap transfer sets were too loose. This was identified before use of the devices for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.